Event description:
It was reported that the patient was seen to have her lead checked. Fluoroscopy revealed externalized conductors. All measurements were normal. The physician elected to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.